Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and the device was not detected on the bus. A technical support specialist (tss) identified multiple retry errors and resolved the issue by following the knowledge article retry mode process, including executing insert into tx. Transaction session and synchronizing the device. The tss contacted the customer using the provided contact number, and the customer confirmed that the case could be closed. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 12c device appeared to be communicating, but some items were not updating. Several items that had been unloaded from the device still appeared on outdate reports. The issue seemed to be isolated to this device. However, there were no delays, adverse events or injuries reported based on this event.